Event description:
It was reported that the user with dementia pulled off the infusion set, resulting in sustained high blood glucose reported at 555 mg/dl and went down to the high 300 mg/dl after the pump was reattached. The event involved the ilet system with the infusion set and cartridge component; troubleshooting and education were provided to caregivers, and the user does not disconnect infusion sets for exercise. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure with the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.